Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided. Additional 510(k) numbers are k011245 and k002188.

Event description:
It was reported that the implant was removed due to bone loss at the site.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01315-1, 0002023141-2022-01320, 0002023141-2022- 01319-1. This report is being submitted to relay additional information and device evaluation. Correction: product return date, expiration date, manufacturer date. H6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4310. DHR review was completed for the subject lot numbers 61875104, 61881556, & 61192902. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers 61875104 & 61881556 for similar events and no other complaint was identified. Complaint history review was performed for the reported lot number 61192902 for similar events and 1 other relevant complaint was identified. Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or product (spwb14). As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information was received at the time of this report.